Manufacturer narrative:
The explanted pump was not returned for evaluation. The report of low speed events were confirmed based on the evaluation of the submitted and retrieved system controller log file; however, a specific cause for the abnormal pump operation could not be conclusively determined through this evaluation. The evaluation of the log file data showed that shortly after the system was connected to the mpu at timestamp (B)(6) 2017 at 2:06, the pump speed dropped to 2880 rpm (5920 rpm below the low speed limit of 8800 rpm). Several additional low speed events (as low as 2620 rpm) were subsequently captured at timestamp (B)(6) 2017 at 2:10. The low speed events correlated with low speed advisory/hazard alarms as well as elevations in pump power and average pi. The system was reconnected to battery power at timestamp (B)(6) 2017 at 6:41 and no further atypical events or notable parameter changes were captured in the remainder of the log file data. Based on previous complaint experience, the captured low speed events could be indicative of a potential driveline wire compromise. The patient was issued an ungrounded patient cable for tethered power support. The patient was upgraded to status 1a on the transplant list due to suspected driveline wire damage and ultimately underwent a heart transplant on (B)(6) 2017. The device was not returned for evaluation and a potential driveline wire compromise could not be confirmed. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had been upgraded to status 1 a on the transplant list due to the percutaneous lead issue. On (B)(6) 2017 the patient received a heart transplant.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017, lvad speed decelerations occurred. No clinical symptoms were reported. The submitted log file was reviewed by a representative of the manufacturer's technical services team and revealed speed drops greater than 200 rpms below the low speed limit, with a lowest speed of 2620 rpm. These issues only appeared to occur while the lvad was connected to the power module. On (B)(6) 2017, a driveline evaluation was performed; however, the pump decelerations were unable to be reproduced with external driveline manipulation or upper body movement. The patient was provided ungrounded power module patient cables. The patient subsequently received a heart transplant on (B)(6) 2017. The relationship between the transplant and the reported event was not provided. No additional information was provided.